Event description:
The pt's valve was being replaced due to significant aortic regurgitation and possible bacterial endocarditis. The new valve was implanted. Intraoperatively, the pt experienced a significant hemorrhage and expired. The pt's bleeding was due to the dissection of the aorta and the pulmonary artery. The graft was not involved in the hemorrhage.